Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the therapy delivered was appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received inappropriate therapy for a treated implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) episode during an atrial arrhythmia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.